Event description:
It was reported that the infusion set was initially deployed with the needle guard on, then the same set was reapplied after the guard was removed, and the site later detached; the user also performed a site-only change without priming the tubing or cannula, leading to suspected insulin delivery failure while the pump registered deliveries. Symptoms included elevated blood glucose. Outcomes included the need for supply and site replacement and additional monitoring. Investigation included review of user-reported procedure, environmental and skin-prep factors, device use data synchronization guidance, and targeted troubleshooting for adhesion, tubing, connector, leakage, and cartridge issues. Investigation of this case revealed user error related to improper insertion technique and lack of priming, with probable bent cannula and poor adhesion leading to loss of infusion and hyperglycemia, while no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was use error involving incorrect insertion and failure to prime rather than a device malfunction.